Event description:
It was reported that patient with known outflow graft stenosis and an increase in low flow alarms, was being seen for right heart catheterization (rhc) to assess weanability so the speed decrease to 4000 revolutions per minute (rpm) should be expected in log files. The event log captured a few clusters of pulsatility index (pi) events from 11jun2024 to 12jun2024. In addition, the log also captured intermittent low flow estimate as well as low flow alarms with high pi on 11jun2024 and 12jun2024. Lastly, the log captured low speed advisory when the set speed change 4000 rpm and 4400 rpm below the low-speed limit of 4500 rpm causing the alarms. Previous known outflow graft stenosis is captured under manufacturer report number 2916596-2024-04001.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation. Additionally, analysis of the submitted log files confirmed low flow alarms. The account suspected that the low flows were due to an outflow graft obstruction; however, a specific cause for the low flow events could not be determined through this evaluation. It was reported that patient with known outflow graft stenosis and an increase in low flow alarms, was being seen for right heart catheterization (rhc) to assess if they could be weaned from the pump. Speed decreases to 4000 revolutions per minute (rpm) were to be expected in log files. The submitted controller log files contained events from (B)(6) 2024 through (B)(6) 2024. Transient low flow alarms were captured concurrent with the reported speed reductions consistent with the cath lab assessment. Several low flow fault flags were also captured prior to the speed reductions, which were not sustained long enough to activate the alarm. These low flows occurred in the setting of elevated pulsatility index (pi). No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist device, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, introduction¿, provides an explanation of pump parameters, including flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", outline system alarms, including the low flow hazard alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.